Event description:
The customer reported via phone call that they had recurring battery out limit alarms with every battery replacement. Customer's blood glucose was unknown. Customer stated they did not store their insulin pump for a long period of time. The customer was advised to monitor the insulin pump and call back if the alarm recurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.